Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar lead failure on (B)(6) 2021. Some noise seen on rv in iegm. Recommended bringing patient in for lead evaluation and possibly x-ray to evaluate pin location in header. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.